Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported problem was not verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink vented nitroglycerin set with duo vent spike snapped in two while priming the line. The exact location of the break was unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.